Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, the investigation confirmed that reprocessing was not implemented according to the IFU. As such, it is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to IFU. Information provided on reprocessing: - the customer reported that it was unknown if there was a time lag between the end of clinical use and the start of precleaning. - the customer did not immerse the endoscope in the detergent solution. - the customer reported that it was unknown if the air/water nozzle was flushed with the detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus eivs lucera elite gastrointestinal videoscope due to an unspecified angulation malfunction. There was no patient harm during this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as a foreign material was discovered in the air/water nozzle. This report is being submitted to capture the insufficient reprocessing performed on the subject device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The angulation was off due to the wear and tear on the angle wire. Additionally, as noted in event, there unit had been insufficiently reprocessed as there was foreign material discovered in the air/water nozzle. The unit¿s water tightness was lost due to a pinhole in the tubing. An abnormal sound was being caused by damage to the control knobs. The adhesive on the distal end was cracked. The switch was cracked. The connecting tube was scratched, and the cover was dented. If additional information becomes available following the device evaluation, a supplemental report will be filed.